Manufacturer narrative:
(B)(6). Section d4: lot number details were not received from customer (unit packaging discarded). Section d4: UDI details were not received from customer (unit packaging discarded). Section h4: device manufacturer date details were not received from customer (unit packaging discarded). Fisher & paykel healthcare (f&p) is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in new york reported via a fisher & paykel healthcare (f&p) field representative that the tubing was detached at the swivel grip tube joint on three of their ojr418 optiflow junior 2 nasal cannulas during use. There were no reported consequences. The healthcare facility further reported that the cannulas are not available for investigation.

Manufacturer narrative:
(B)(4). Section d4: lot number details were not received from customer (unit packaging discarded). Section d4: UDI details were not received from customer (unit packaging discarded). Section h4: device manufacturer date details were not received from customer (unit packaging discarded). Method: the subject devices, ojr418 optiflow junior 2 cannulas were disposed by the healthcare facility and were not returned to fisher & paykel healthcare (f&p), new zealand for investigation. Therefore, our investigation was based on the information and photograph provided by the customer, previous investigations of similar complaints, and our knowledge on the product. Results: visual inspection of the provided photo revealed that one of the was detached from the swivel grip tube joint. The end of the detached tube is found to be slightly stretched. Conclusion: without the complaint device, we are unable to determine the cause of the reported fault. Based on our knowledge of the product the tubing was likely subjected to an excessive force. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. Samples are also taken and pull tested to check the tube tensile strength and the glue joint strength at the cannula/tube joint, as well as the swivel grip joint. The subject cannula would have met the required specification at time of production. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior 2 nasal cannula. They also state the following: - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death. - do not wrap, insulate, stretch or crush the tubing as this may impair the performance of this product or compromise safety (including potentially causing patient harm). - ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient.

Event description:
A healthcare facility in new york reported via a fisher & paykel healthcare (f&p) field representative that the tubing was detached at the swivel grip tube joint on three of their ojr418 optiflow junior 2 nasal cannulas during use. There were no reported consequences. The healthcare facility further reported that the cannulas are not available for investigation.